Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4. Catalog: unk_carto vizigo sheath. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation and the patient experienced retroperitoneal bleed that required stent placement. During the case, a retroperitoneal bleed was discovered. After they obtained aortic access, the patient's blood pressure dropped from 190 mmhg to 60 mmhg and then, within a couple of minutes, the blood pressure went back up to about 100 mmhg. The injury was discovered on the anesthesia monitor from the "a-line" and confirmed on the blood pressure cuff. Intracardiac echo was placed in the heart, and no effusion was discovered. The procedure was continued with no further complications. Post procedure, the patient's blood pressure was "still not well" and the patient expressed that they had lower back pain. There was no medical intervention performed at that time and the patient was reported to be stable. A computed tomography angiogram (cta) scan was performed to confirm the retroperitoneal bleed. A stent placement procedure was planned for the next day. Additional information was received which indicated that the physician¿s opinion on the cause of the adverse event was that it was procedure related, arterial access complication due to abhorrent patient anatomy. The patient received a cta following the procedure and a covered stent was implanted. The patient required extended hospitalization because of the additional stent procedure. The patient fully recovered (no residual effects).